Event description:
It was reported that the patients ipg had a charging deficit. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by the hospital.

Manufacturer narrative:
Exact date unknown, event occurred sometime this year.